Manufacturer narrative:
Product investigation completed. Product analysis identified fluid leaks in both cylinder; however, based on the conclusion of the damage being consistent with tool/sharp instrument damage consistent with explant this will be a secondary failure. Tool marks were present along the entire bodies of both cylinders. The allegation of a fluid leak was unable to be confirmed. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) due to a leak in the system from an unknown source. A replacement surgery was performed in which the cylinders and pump were explanted, but the reservoir was not removed. During the procedure a new ipp was implanted. The patient was said to be good after the procedure. It was further reported that the explanted ipp was ten years old. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.